Manufacturer narrative:
Date of birth: 1934. Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The >90% stenosed, 24mm in length, 2.75mm in diameter, eccentric and the de novo target lesion being treated was located in the severely tortuous and severely calcified left circumflex (lcx) artery. The lesion contained between 45 and 95 degree bend. Pre-dilatation was performed with a 2.0x10mm non-bsc balloon catheter. A 2.75x23mm non-bsc stent was advanced but unable to cross the lesion. A 2.75x24mm promus element¿ plus stent delivery system (sds) was selected and advanced; however, after several times of pushing the sds into the target lesion, it was noted that the proximal part of the shaft was broken. The device was removed. The procedure was completed with the implant of a 2.75x16mm promus element plus stent and post dilatation was performed using a 2.75x10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 205mm distal from the strain relief. There was no evidence of stretching or tensile strain to the hypotube portion of the catheter. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The >90% stenosed, 24mm in length, 2.75mm in diameter, eccentric and the de novo target lesion being treated was located in the severely tortuous and severely calcified left circumflex (lcx) artery. The lesion contained between 45 and 95 degree bend. Pre-dilatation was performed with a 2.0x10mm non-bsc balloon catheter. A 2.75x23mm non-bsc stent was advanced but unable to cross the lesion. A 2.75x24mm promus element¿ plus stent delivery system (sds) was selected and advanced; however, after several times of pushing the sds into the target lesion, it was noted that the proximal part of the shaft was broken. The device was removed. The procedure was completed with the implant of a 2.75x16mm promus element plus stent and post dilatation was performed using a 2.75x10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.